Event description:
Catheter broke after a guide wire was inserted to aid the removal of the catheter from the coronary ostium. The physician was able to retrieve the broken segment without surgical intervention. There were no complications or injury.